Event description:
Malfunction of dermatome intraoperatively. Skin graft done on left anterior thigh. Zimmer dermatome set up properly by scrub tech at a depth of 20. Nitrogen set at a pressure of 150 psi. Blade was loader correctly in upright position. Mineral oil was used on blade and skin. Upon use by md and dermatome went to a depth of about 2 cm leaving a laceration, per attending md attending surgeon aware and in room. New dermatome and blade was requested for. Dermatome and blade used was sequestered and removed from circulation by equipment coordinator. Blade used (zimmer dermatome blades) ref 00-8800-000-10, lot# 63963798, expiration date 03/31/2023.

Event description:
Malfunction of dermatome intraoperatively. Skin graft done on left anterior thigh. Zimmer dermatome set up properly by scrub tech at a depth of 20. Nitrogen set at a pressure of 150 psi. Blade was loader correctly in upright position. Mineral oil was used on blade and skin. Upon use by md and dermatome went to a depth of about 2 cm leaving a laceration, per attending md attending surgeon aware and in room. New dermatome and blade was requested for. Dermatome and blade used was sequestered and removed from circulation by equipment coordinator. Blade used (zimmer dermatome blades) ref 00-8800-000-10 lot# 63963798 expiration date 03/31/2023.